Event description:
It was reported to philips that the device had a faulty battery (19018-0242-p) for which a replacement was required. There was no reported patient involvement or adverse patient/user impact as a result of the alleged failure.